Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak under the diluter of the coulter lh 780 hematology analyzer. The operator was wearing proper protective equipment (ppe) consisting of gloves, lab coat and eye protection. There was no report of exposure to the eyes, mouth or contact to open or broken skin or mucous membranes. The operator did not seek medical attention. There was no report of results being affected as a result of the leak.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 and reconnected the tubing at the pinch valve vl98 which fell off. The repair was verified and the system was validated. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).